Event description:
The manufacturer received information from uno legal litigation in reference to a repaired dreamstation CPAP with an allegation of cancer/bladder cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no visible damage or functionality failures of the device.